Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx+ valve, product ID: evfxplus-26, serial: (B)(6), use by date: 2027-07-26, UDI: (B)(4). Updated: b2, b5, h1, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, while performing the valsalva maneuver, a dissection occurred. Following deployment of the valve to the point of no recapture, it was noted that the blood pressure did not recover, and pericardial effusion was confirmed via echocardiogram. Subsequently, cardiac massage was performed, percutaneous cardiopulmonary support (pcps) was activated, and surgery was performed to address the dissection. Additional information was received that per the physician, the pre-implant balloon dilation contributed to the dissection and not the valve or dcs as the severe bicuspid valve annulus calcification did not expand with the dilation and the dissection occurred due to the pressure of calcification on the opposite side. The physician indicated that the blood pressure just dropped during the valve deployment, and the dcs did not cause or contribute. It was reported that an annular rupture occurred caused by the balloon. Extracorporeal membrane oxygenation (ECMO) was inserted and emergency surgery was performed, but multiple organ failure progressed, resulting in intraoperative death the following day. The cause of death was bleeding which the physician assessed as related to the procedure, but the relationship to the device had a varied assessment of directly related and not causally related.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, while performing the valsalva maneuver, a dissection occurred. Following deployment of the valve to the point of no recapture, it was noted that the blood pressure did not recover, and pericardial effusion was confirmed via echocardiogram. Subsequently, cardiac massage was performed, percutaneous cardiopulmonary support (pcps) was activated, and surgery was performed to address the dissection.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.